Event description:
It was reported that in the pt¿s room, 10 days after the catheter was placed in the (B)(6) male pt, the pt removed the catheter from his right internal jugular vein. As a result, the pt temporarily lost consciousness from air entering through the hole where the catheter was removed. The pt soon regained consciousness and is doing fine. A new catheter was inserted. There is no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.